Event description:
It was reported that during a right hemicolectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 4/30/2025. D4 batch #206d58 and 206d57. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 sample was received with only two anvil halves, no channel halves were returned for analysis. Further analysis shows one anvil shroud broken and detached from the anvil metal part. No reload was returned. In addition, both anvil halves were tested for functionality with a test channel half, a test reload and they fired, cut, and formed all the staples as intended. The staple lines and cut lines were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is possible that the damage was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 206d58 and 206d57, and no non-conformances were identified. The lot/batch 235d76 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.